Event description:
It was reported that during a device change procedure, insulation breach was seen on both leads. On 11 oct 2022, the leads were capped. There were no patient consequences. Related manufacturer reference number: 2017865-2022-43613.

Manufacturer narrative:
The reported event of insulation breach was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.